Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 white reload accessory to perform failure analysis (fa) and was able to confirm and replicate the customer reported complaint. The reload was disassembled in-house for inspection and was found to have a lodged staple in the knife canal, next to the knife. The deformed staple was removed from the knife track revealing a solid bio debris attached to the staple. Additionally, the reload was found to have a damaged blade, which exhibited mechanical indentations/burrs.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. For evaluation. A review of the device logs could not be completed at this time, due to insufficient information. Sufficient procedure details and an instrument lot number were not provided.

Event description:
It was reported that during a da vinci-assisted unspecified thoracic procedure, the sureform 45 stapler loaded with a white sureform 45 stapler reload was used to staple the a3 branch of the left pulmonary artery. During the firing sequence, a staple remained stuck in the reload. As a result, the tissue was pushed forward/dragged during the firing process, there were malformed or unformed staples present, and there were holes/gaps within the staple line. The reload became stuck on the tissue and the stapler became jammed while clamped onto the artery, making it difficult to remove the instrument. The instrument was removed via tissue traction with counter-support. However, the artery sustained an unspecified injury, and approximately 300 ml of blood was lost. The procedure was converted to an open thoracotomy, and hemostasis was achieved via 3/0 prolene sutures. Per the customer, this was an isolated event. The event occurred during the second staple fire of the procedure; the stapler did work as expected prior to the event. The instrument and the reload were inspected prior to use, and no damage was observed. The vessel was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The event did not involve a failure to fire, a partial fire, unexpected staple deployment, or missing staples from the staple line. The reload blade was not exposed. There were no errors or messages generated when the stapling issue occurred. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. No blood transfusions were required. There was no unplanned tissue removal due to this issue.